Event description:
The patient was undergoing a coil embolization procedure in the pelvic gastric artery using packing coil lps and a lantern delivery microcatheter (lantern). During the procedure, while advancing a packing coil lp into the lantern, the hospital technologist kinked the packing coil lp. It was reported an attempt was made to straighten the packing coil lp. Subsequently, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2021-00192. H3 other text: placeholder.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing the thrombectomy procedure in the pelvic gastric artery using packing coil lps and a lantern delivery microcatheter (lantern). During the procedure, while advancing a packing coil lp into the lantern, the hospital technologist kinked the packing coil lp. It was reported an attempt was made to straighten the packing coil lp. Subsequently, the packing coil lp was removed. The procedure was completed using a new packing coil lp and the same lantern. There was no report of an adverse effect to the patient.